Event description:
It was reported that the right atrial (ra) lead was exhibiting high capture threshold and low sensing amplitude. The ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Received voluntary medwatch mw5151704.